Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: unknown but referred to as health care professional. Similar to device marketed under PMA/510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: (B)(4) addresses complete loss of component overlap between zteg and zta on the 31-month postop CT. This complaint concerns zta. On (B)(6) 2019 during the index procedure, a straight graft (rpn and lot# not yet available) was implanted without difficulty. The reported degree of oversizing was 25%. A molding balloon was used at the proximal and distal sealing zones without difficulty. And no other devices were placed. Primary indication for implant was an aortic aneurysm. The proximal seal zone had no occlusive disease, moderate tortuosity, severe calcification and partial thrombus. The device was implanted in zone 3 (area just distal to the left subclavian artery). A (B)(6) 2019 CT (276 days post-procedure) showed a non-occlusive ¿intraprothetic¿ thrombus. That was not treated. The event was marked as related to the stent graft and not related to the procedure. A comment from the site dated (B)(6) 2021 ¿apparition of an intraprothetic thrombus on the prothetic wall on (B)(6) 2019. Stability of the thrombus since then. As of today it doesn¿t give cause of concern, no symptoms or embolization.¿ follow-up cts dated (B)(6) 2020, (B)(6) 2020, and (B)(6) 2021 report that the thrombus is still present but stable. Patient outcome: no intervention has been planned as the thrombus has been reported as stable with no concerns for patient safety. The patient remains in the study.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: this complaint was opened to address complete loss of component overlap between zdeg ((B)(4), FDA ref# (B)(4)) and zta (complaint device) and was opened based on findings in an imaging review performed for complaint (B)(4) (FDA ref# (B)(4)) which address thrombus inside zdeg stent graft. Per the findings of the imaging review "at 21 months, there is loss of component overlap between the zdeg graft and the distal component. The gap between the 2 components grows to 5-6 mm at 31 months with a focal type 3a endoleak limited to this gap." It is reported that the patients pre-existing conditions is hypothyroidism, hypertension, aneurysm of the descending thoracic and abdominal aorta. Asa classification was 4: a patient with severe systemic disease that is a constant threat to life. This complaint is related to (B)(4) (thrombus inside zdeg), (B)(4) (thrombus inside zta-p) and (B)(4) (endoleak type 3a for zdeg) review of the device history record gave no indication of the product being produced out of specification. Five post-operative CT studies were provided and reviewed by an imaging expert. The following is the imaging reviewers findings listed in relation to the date of the CT. The 3-month postop CT, dated (B)(6) 2019, does not include the chest, thoracic graft is not in view. The 9-month postop c, dated (B)(6) 2019, "there is mild irregular mural thrombus at the distal zdeg at the overlap segment with the 2nd component (zta-p). It overlaps 16 mm with the zdeg graft and has about 17 mm of distal seal length in the distal ta." The 15-month postop CT, dated (B)(6) 2020, is reviewed. The graft positions are relatively unchanged. There is adequate proximal and distal seal zones. The 21-month postop CT, dated (B)(6) 2020, is reviewed. The proximal zdeg position is unchanged with adequate proximal seal. There is loss of overlap between the distal zdeg and proximal zta but no endoleak is seen here. The maximum taa sac diameter is 63 mm. The 31-month postop CT, dated (B)(6) 2021, is reviewed. The proximal graft position is stable. The thrombus in the distal zdeg has resolved but there is now complete loss of component overlap with the zta graft with a 5-6 mm gap along the greater curve. There is a focal limited type 3a endoleak here that does not extend proximally or distally around the graft components. The maximum taa sac diameter is 61 mm. There is persistent moderate mural thrombus extending through most of the zta graft now, but the flow channel remains stable. The maximum zta graft diameter is 44 mm, and the distal seal zone remains stable. The total length from the lsa to celiac is now 293 mm. Based on these findings the imaging reviewers impression is "at 21 months, there is loss of component overlap between the zdeg graft and the distal component. The gap between the 2 components grows to 5-6 mm at 31 months with a focal type 3a endoleak limited to this gap. This appears to be due to aortic elongation due to disease progression with distraction of the components. The lsa-to-celiac length grows from 265 mm at 9 months to 293 mm at 31 months." As per additional input from the imaging reviewer, provided that the distally implanted device was a zta-p stent graft, it was implanted in a reverse orientation and the bare stent was oriented distally. Review of manufacturing documentation noted several qc steps that will ensure that the stent graft is attached to the introduction system in the correct orientation. Furthermore, a hypothetical reversed stent graft orientation would invert the direction of the sealing stent barbs relative to the peel away and sheath, that would subsequently obstruct loading the device into the sheath. Therefore, the reversed stent graft orientation implies that access into the vasculature was not obtained through iliac/femoral access as described in the IFU shipped with the device. No planning and sizing information or pre-implantation images are received. It was found that the zta-p was implanted in reversed orientation which is outside the IFU, it is unknown if this could potentially have contributed to the separation, in addition aortic elongation from 265 mm at 9 months post implantation to 293 mm at 31 month could also be a contributing factor. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.